Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a pump alarm was heard. The health care provider later reported that the pump alarm was due to a programming "mistake". The pump ran out of lioresal. The pt experienced anxiety due to the programming issue and required hospitalization, there was no pt injury and the pt recovered without sequela.